Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that there was a loss of sensing with the external pulse generator (epg) during set up. The epg passed functional testing, however it was found that a patient cable returned with the epg was broken and had an open circuit. The cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cable returned for service as an associated device with the external pulse generator (epg) which had a sensing issue during set up, tested out of specification during manufacturer's analysis. There was no patient involvement.